Event description:
It was reported that during device preparation, the implantable loop monitor (icm) exhibited error message. The icm was replaced and the procedure continued with the new icm on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
It was reported that during device preparation, the implantable loop monitor (icm) exhibited error message. No patient involvement was reported.

Manufacturer narrative:
The reported event of error message was confirmed. The device was received displaying error message with battery voltage above elective replacement indicator (eri) level. Analysis of the device image revealed that device would record incorrect voltage readings. The cause of the incorrect readings was determined to be due to code corruption. Device was restored to shipped settings and analysis was performed which indicated normal device functionality. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.